Event description:
It was reported that the patient had a miniarc precise placed, the physician "did an anterior repair through a single vaginal incision" and then noticed the sling had migrated proximally. The physician put in another miniarc precise through a new incision in the mid urethra and removed the first one. No additional patient complications have been reported in relation to this event.